Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the left ventricular lead, the physician had difficulty with the fixation of the lead. The lead was eventually successful and the lead remains in use. No patient complications have been reported as a result of this event.